Manufacturer narrative:
Patient information was requested, but not provided. The manufacturer's field service engineer was unable to duplicate the reported problem. The device has been placed back into service without any repairs performed to address the reported problem.

Manufacturer narrative:
Conclusion / root cause: this sensor board was tested and no failures were identified. (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device went vent inop while on a patient. No patient harm was reported.